Event description:
It was reported that the patient underwent a right knee revision approximately eight years post-implantation due to increasing pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: #item 00596404214, lps-flex fxd mld gh/5-6 14mm, #lot 62372278. #item 00598604702, option st tib plt size 6, #lot 63314192. Therapy date: 2025. G2: foreign - event occurred in united kingdom. H6: suggested component code. Mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.